Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2025, the patient woke up at approximately 8:00am when his cgm alerted for a high reading 280 mg/dl. The patient had symptoms of hypoglycemia despite the cgm value. The patient was sweating, had confusion and disorientation. The patient drank orange juice and ate skittles. The patient asked his wife to call 911. During this time, the tandem insulin pump reportedly continued automated insulin delivery based on the cgm reading. Upon arrival, ems noted cgm readings of approximately 275 mg/dl. A fingerstick blood glucose measurement revealed a value of 32 mg/dl, confirming severe hypoglycemia. Ems established IV access and administered intravenous glucose solution, after which the patient¿s condition improved and stabilized. The cgm device was removed. The patient was offered transport to the hospital for further evaluation but declined hospitalization, choosing to remain at home. At the time of ems departure, the patient was alert, oriented, hemodynamically stable. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.